Manufacturer narrative:
Reporter address line 1: (B)(4). Related MFR# 2916596-2022-13119 reports allegations against the patient's system controller. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report # 2916596-2022-13408. It was reported that the patient experienced 20 driveline power fault alarms at 20:44 pm on (B)(6) 2022. Trouble shooting was performed and the alarm was deleted from the event history to see if it came up again. The patient ultimately underwent a controller exchange on (B)(6) 2022. X-rays of the patient's abdomen were performed but did not reveal any damage/kinking on the driveline. There were no issues noted with the pump and the patient was cardiopulmonary stable. The patient did not experience any new alarms after the controller exchange.

Event description:
Related manufacturer report # 2916596-2022-13408. It was reported that the patient experienced a driveline power fault alarm. The alarm was cleared to see if it would return. The physician decided to exchange the system controller on 19aug2022. It was reported that the fuses of the controller were intact. An x-ray of the patient¿s abdomen was taken on (B)(6) 2022 that did not reveal any damage or kinking of the driveline. It was reported that the patient was stable. The driveline power fault alarm appeared again, and the decision was made to exchange the modular cable on (B)(6) 2022. It was noted that the inline connector of the modular cable demonstrated corrosion and debris of liquid. The driveline power fault alarms resolved after the modular cable was exchanged.

Manufacturer narrative:
Section d: device information updated. Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. The heartmate 3 modular cable (lot #: 7718708) was returned for analysis, a log file was downloaded for review from the returned system controller, and log files were submitted for review as well. The log files spanned approximately 19 days (01aug2022 ¿ 19aug2022, 30sept2022 per timestamp) and 16 days (01jan2000, 19aug2022 ¿ 04sept2022 per timestamp). Events on 01jan2000 are from when the system clock was not set after the controller was connected after a controller exchange. On 18aug2022 at 20:26:23 - 20:48:07 there was a driveline power fault alarm. This alarm cleared on its own and there were no interruptions in pump function during this event. On 04sept2022 at 13:38:46 until the end of the log file at 17:01:23 there were driveline power fault alarms. There were no other notable alarms in the log files. Pump operation was not affected. The modular cable was able to operate on a mock loop with a test system controller along with the system controller it returned with. Dried green fluid ingress was observed in the inline connector of the modular cable. The modular cable wire resistances were manually measured pin to pin to observe if there was any damage to the internal wires and every wire passed. The observed green fluid ingress did not affect the modular cable¿s ability to function. No alarms were activated during testing. Although not confirmed, it is possible that the observed fluid ingress in the inline connector may have contributed to the reported driveline power fault alarms. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot #: 7718708) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.